Event description:
The unit intermittently freezes up. They have to remove and reinsert the battery to get the unit to work again and after a while it freezes again.

Manufacturer narrative:
This complainant is still under investigation.